Event description:
Service and repair report states a pangea vertical reducer broke and/or was damaged during a procedure with a patient. The device could not be repaired. No additional information is available. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The device was returned because it broke or was damaged during a procedure. The product was received at service and repair and they were unable to repair the device. A warranty replacement was sent to the customer. The manufacturing documents were reviewed and no complaint related issues were found. There is no further information available on this event. If any other information is received this will be reported via a supplement.